Event description:
The lead was capped on (B)(6) 2011, due to high threshold. The procedure took place at (B)(6) center. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).